Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The event reported under the reverse study noted the left ventricular lead migrated one day post implant. Consequently, a revision procedure was completed: lead repositioned. There were no patient complications reported as a result of this event.